Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient was examined by their dentist and found to have at #8 excessive mobility due to occlusive interference. They are also sensitivity on #8. Patient also reported that the aligners have damaged their teeth and have caused nerve damage.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.